Manufacturer narrative:
(B)(4).evaluation of the incident generator found a loose pin on the nem pcb. The root cause was identified as insufficient solder during manufacturing. The unit was repaired and found to function normally and within specifications. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the generator's patient return electrode alarm function did not function appropriately. The generator would activate without a rem pad attached. There was no patient involvement.